Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t2 did not deploy from the fast-fix 360 curved device. The t-1 implant was left unsupported in the patient. A backup device was available to complete the procedure. A delay of less than 30 minutes was reported.